Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with vancomycin 2 gm and fortum 1 gm (frequencies and routes not reported) for peritonitis. At the time of this report, the pt was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient completed a 14 day course of antibiotic therapy. The peritoneal dialysis fluid was clear and the patient was feeling better. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.